Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Ketone strips were returned for evaluation. No defect detected. Most likely underlying root cause: mlc-1: user had an inaccurate reference. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer reviewed and updated the risk analysis report for the ketone strips on march 2019. Customer complaints for open vial and others were reviewed for possible MDR based on internal update of the risk report and the severity of harm, the complaint is reportable, however no adverse event or medical intervention was reported at the time of the call. Complaint 3 of 14.

Event description:
Customer states only middle portion of the ketone test strips pad is changing color when conducting ketone test. Customer was trained on proper steps on conducting ketone strip test. Customer is carrying ketone strips in her purse at all times. Informed customer of proper storage areas. Customer opened container of ketone strips on 01/26/2018. No adverse event or medical intervention was reported